Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 and all associated pockets were not detected on the communication bus. The station was rebooted twice; however, the issue persisted. The field service engineer (fse) cleaned the contacts on the drawer controller board, secured all connections, and tightened the hard stops. Diagnostic testing was performed using the hardware test application, and the results were satisfactory. The pharmacy team verified that the drawer was operating correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 experienced a failure affected all pockets, and the device displayed a not detected on bus error. The customer rebooted the station twice; however, the issue persisted, and the drawer remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.